Event description:
Size 30 medline nasal pharyngeal airway placed in a 165 cm patient after proper lubrication still caused significant epistaxis. Medline nasal airways are substantially more rigid and have a higher epistaxis risk.